Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported that his device had not been working for about a year and he wanted to get it replaced. The patient said he will follow up with a healthcare professional regarding the issue. No patient symptoms were reported. No information was received through follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.